Event description:
A discordant glucose result was obtained for a patient sample on an advia 1800 instrument. Customer stated that her glucose quality control was out of range when she ran the sample. It is unknown if the discordant result was reported to the physician(s). The sample was rerun and the result did not match. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a broken sample reagent wash pump (srwp) plunger. The pump was replaced. Quality controls were then run all of which were in range. The cause of the discordant glucose result was a malfunction of the srwp plunger. This instrument is performing according to specifications. No further evaluation of this device is required.